Manufacturer narrative:
Device passed selftest and displacement test. Pump error 63 alarm confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly. Pump error 4 found in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had the motor arm cannot communicate with the main arm alarm. The customer¿s blood glucose was unknown at the time of incident. Customer performed self test and they occurred error in the hardware low level failures error. Customer again performed self test and they occurred insulin pump error again. The insulin pump will be returned for analysis.